Event description:
It was reported that the patient experienced fluctuating glucose levels after breakfast, with glucose trending upward before the meal announcement, remaining elevated for several hours, then declining to 61 mg/dl, stabilizing, and later dropping to 39 mg/dl before leveling, and troubleshooting and education were completed with no alerts or alarms reported. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no reported hospitalization, no reported injury, and resolution after the glucose fluctuations stabilized. Investigation included complaint intake review and user counseling on operation and use. Investigation of this case revealed no device alarms or malfunctions reported and no device component issues identified, and the cause of the glucose variability remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.